Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Unable to confirm insertion or needle complaint due to customer return sensor no needle.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level. The customer treated with food for low blood glucose. Customer's blood glucose value was 54 mg/dl at the time of incident and current blood glucose readings were 128 mg/dl. The sensor glucose reading was 115 mg/dl at time of incident. The blood glucose value that triggered the suspend event was 54 mg/dl and the threshold suspend limit in sensor settings was 65 mg/dl. The pump will be not returned and sensors will be returned for analysis.